Event description:
As reported through the japanese tavi registry, paravalvular leak (pvl) was reported. The patient sought treatment at an emergency department for heart failure & shock and was found to have severe aortic stenosis. The patient was scheduled for an emergency tavr. The patient experienced hemodynamic collapse after a balloon aortic valvuloplasty (bav) caused by acute aortic regurgitation. Post tavr procedure, pvl was observed, however, the hemodynamics were stable. Although the patient was able to be weaned from extracorporeal membrane oxygenation (ECMO) and continuous hemodialysis and filtration (chdf), the patient was unable to be weaned from the ventilator and had to have a tracheotomy, resulting in general condition worsening due to infection, and the patient died on postoperative day (pod) 35. The device remains implanted in the patient's body and will not be returned for evaluation.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.